Event description:
It was reported that during a ptca/ stenting treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at ten atms on the first inflation. The pt was asymptomatic at the time of this event. The lesion being treated was a calcified, 100 % stenotic lesion in a tortuous right coronary artery. The physician used a terumo introducer sheath for vascular access, a mach 1 guide catheter and a pt2 guide wire to cross the lesion. The maverick2 monorail balloon was being used for post-dilatation after placement of a cypher stent. The maverick2 monorail balloon was remove and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.